Event description:
On initial contact, dentist reported device overheating and burned a patient's mouth. When contacted, office advised burned patient's mouth on inner cheek. No additional information.